Event description:
Rtt workstation is running software version 2.1 and is connected to mosaiq running sequencer. Customer reported the total segment indication on the control console was 3x what it should have been. The customer reported this was the second occurrence of this event. Initial investigations indicate the treatment was delivered properly and the siemens control console is operating as it should. Further investigations are underway. The possibility of a mistreatment or the potential for injury associated with an inaccurate total segment display at the control console cannot be ruled out at this stage of the investigation, hence this 30-day initial report is filed.

Manufacturer narrative:
We became aware of this report on (B)(6) 2011 and are mailing this report on (B)(6) 2011.